Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy only worked for a short amount of time, a few months at the most. Patient asked for assistance in connecting to implant to place into MRI mode for an upcoming MRI of hand and also needs MRI of spine. With instruction, patient connected to implant however said received the maximum settings screen. Reviewed meaning of screen. Reviewed how to place into MRI mode however patient stated doesn't have time now. Patient will bring equipment to MRI appointment. Patient asked why stimulator stopped working after a couple of months and then commented that didn't receive any support once they received the implant. Patient said would like to just have the device removed. Patient said that the implant was a horrible experience. The patient was redirected to their healthcare provider to further address the issue. Patient said that healthcare provider left the practice and there isn't a new physician at that clinic to take over for their physician. Hasn't found a new healthcare provider yet. Asked, if patient requesting physician listings however patient declined. Email was sent to field rep notifying them of the patient situation including information that patient received maximum settings screen. Additional information was received from the patient on 2026-mar-03. The patient reported that they had tried switching programs but encountered a 'maximum settings reached' message. The patient was unhappy that when they they tried to change back to their previous program, they could only increase amplitude to 0.3ma when it was previously at 0.8ma. The agent recommended the patient follow up with their managing physician for a device check, but the patient stated they no longer had a managing physician or anyone who will see them. Patient services (ps) offered physician listings and patient declined and ended the call.